Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori-assisted tka surgery, a severe valgus deformity was not accounted for after painting the tibia. During planning stage, the tibia looked like a normal anatomy, but that was not what the patient presented with. Surgery was resumed, without delay, with the same device. The tibia was repainted, and special points added where the deformity presented. No additional/unplanned cuts were made. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
B5: event description.

Event description:
It was reported that, during a cori-assisted tka surgery, a severe valgus deformity was not accounted for after painting the tibia. During planning stage, the tibia looked like a normal anatomy, but that was not what the patient presented with. Surgery was resumed, without delay, with the same device. The tibia was repainted, and special points added where the deformity presented. No additional/unplanned cuts were made. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment, was not returned for evaluation. The reported problem could not be confirmed with a visual or functional evaluation due to the device not being returned. A review of the provided screenshots was performed. The pre-operative alignment of the knee is presented as 1 degree varus, when the complaint alleges a severe valgus deformity. A relationship between the reported event and the device could not be established. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with inaccurate collection of the malleoli or knee centers, or a stress applied during the neutral position collection. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.